Manufacturer narrative:
Investigation results: visual investigation: the tube sets are in a new condition and mainly still packed. After a first review and opening of the packages, it could be found that several tubes are assembled incorrectly. To check the tube sets and the condition of assembly, all packages have been opened. The complained failure pattern by the customer could be confirmed. 5 tubes out of the 13 were assembled incorrectly. The hose connections was interchanged and assembled the wrong way onto the so called pump segment fixing holder. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there are 2 similar complaints against the same lot number(s). Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a manufacturing-related failure. Specifically, it is assumed that the tube sets are partially assembled incorrectly. Based upon the investigations results a product safety case has been opened.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga395su - elan 4 electro disposable tube set. According to the complaint description, during surgery, palatal expansion, patient was under anesthesia, little surgery delay, they changed the wrong connector in the right position and the surgery could be finished successfully. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).